Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a homechoice device, a baxter technician identified two increased intraperitoneal volume (iipv) events. This is report 2 of 2 which occurred on date (B)(6) 2010 during drain cycle 1. The ultrafiltration volume was 1535 ml. The programmed fill volume was 2200ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test 350-5000-321 and the rite functional test 350-5000-320. Review of the device logs revealed a volume of fluid meeting increased intraperitoneal volume (iipv) criteria; on (B)(4) 2010 in cycle 1 the user had an ultrafiltration (uf) volume of 1535 ml (estimated drain volume = 3735 ml). This drain volume is greater than 160% of the largest prescribed fill volume of 2200 ml and met iipv criteria. The product analysis laboratory evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The device functioned normally during testing. The assignable cause of the iipv on (B)(4) 2010 was determined to be: insufficient drain, false empty detect and use error, initial drain alarm setting inappropriately programmed too low (0ml). The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation (B)(4).